Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in moderately tortuous and moderately calcified left coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older . Device evaluated by MFR: the complaint device was received for product analysis. No issues identified with the hypotube shaft and distal extrusion. A visual examination of the balloon identified tears or damages along the balloon length. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. The pinhole located over the distal edge of the proximal markerband. No issues were noted with the balloon material which could have contributed to the pinhole leak. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was soaked in a water bath at 37 degrees celsius in order to facilitate the inflation of the balloon. When an attempt was made to inflate the balloon, liquid leaked out through the site of the pinhole which was observed under microscopic examination. No other issues were identified during the product analysis.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in moderately tortuous and moderately calcified left coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.